Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) and in the right common femoral artery (rcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of the first device on the lcfa was successfully pre-placed. Reportedly, the second device attempted in the lcfa had a suture break. In addition, the sutures of the first device in the rcfa was successfully pre-placed. Reportedly, the second device attempted in the rcfa had a suture break. The sutures of new proglide devices were pre-placed in both the lcfa and rcfa. The sheath was upsized to a 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.